Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the system started not working in november 2017. The patient stated that they couldn¿t feel anything and there was no change in their activity level or a change to their programming to cause the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the implantable neurostimulator (ins) system was not working properly. There were no further complications or anticipations reported with this event.